Event description:
It was reported that the remb micro drill heated up prior to a procedure. A back-up device was used to complete the procedure with no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was observed in the motor, press plug and ball bearing. The presence of corrosion in the motor assembly is likely to cause or contribute to the handpiece overheating.